Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had an infection and their devices were fully explanted and replaced. The healthcare provider reported that this happened ¿probably two years ago¿.

Event description:
Additional information received from a healthcare provider. Device serial number and explant date was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.